Manufacturer narrative:
Event occurred over two years ago and the hospital reported this adverse event during post market clinical follow up.

Event description:
Patient reported localized cramping in the right groin post-operative. Device remains implanted in patient.